Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 19, 2021 - july 20, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which revealed a tear at the lower left side edge where a marking was observed. Functional testing was performed which revealed a leak in the affected area. Additional magnified inspection was performed which observed a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.